Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause was not reported. It was not reported if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin (1.5g, route and frequency not reported) and ceftazidime (1 gram, intraperitoneal and frequency not reported) for the event. On an unreported date, the patient was treated with vancomycin (1 gram, intraperitoneal and frequency not reported), ceftazidime (250 mg, intraperitoneal and frequency not reported) and ciprofloxacin (500 mg, oral and intraperitoneal and frequency not reported) therapies for the event. Sixteen days after the onset, vancomycin and ceftazidime treatments were stopped. Twenty one days after the onset, pd therapy was discontinued. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the cause of the cloudy effluent was due to the patient experienced a breach in aseptic technique. The breach in aseptic technique was further described as the patient did not wear a mask. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in cloudy effluent. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.